Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause could not be confirmed although it could not be excluded to be patient related, this patient having a previous history of sub a2b at this facility. No general product failure is identified. No biased result was reported to a physician. The patient was not harmed. Email address for contact office above is (B)(6). Mxp#: (B)(4), qerts#: (B)(4).

Event description:
Customer contacted tsc to report a false negative result in the forward typing on a single patient run on the vision using mts abd monoclonal and reverse card lot 033121037-17 exp 11-feb-2022 and 0.8% affirmagen lot 8a301 exp 24-aug-2021. Complainant/complaint reporter: (B)(6) medical technologist. Event date: (B)(6) 2021. Reported on 16-aug-2021 by (B)(6) to ortho care helpdesk. Patient clinical history: patient has a previous history of sub a2b with anti-a1 at facility. Customer noted discrepancy between forward and back typing - as instrument flagged result as indeterminate. Forward typing: b pos, reverse typing: type ab, anti a well: negative (expected positive), anti b well: positive, anti d well: positive, control well: negative, reverse a1 cells: negative, reverse b cells: negative. The customer did not complaint about the negative reaction obtained with reverse a1 cells (patient has a previous history of anti-a1 at facility). The customer reported that additional testing was performed in tube method: showed 1+ positive at immediate spin, 2+ at room temp after 15 minutes incubation, 2+ at 4¿c, no further detail was provided. The customer reported that no erroneous results were reported to provider. The customer reported that the patient had not been harmed as a result of the reported event.